Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced photopsia, difficulty driving. The surgeon had planned for explant. The reason for explant mentioned as patient having glare with vision. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).